Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: 2007-(B)(6), product type: catheter. (B)(4).

Event description:
It was reported that pump elective replacement indicator (eri) and end of service (eos) occurred and were normal. The pump could not be replaced prior to the eos secondary to the patient¿s inability to pass anesthesia clearance for the pump replacement. The patient experienced ¿spastic withdrawals¿ and was in the hospital for 12 days and had renal failure. The pump alarm was heard by the patient. The event occurred in (B)(6) 2014 and the pump was replaced at that time. The patient was to relocate and was seeking a new physician. The patient recovered without permanent impairment. The device system delivered morphine.